Event description:
It was reported the ncircle tipless stone extractor¿s basket wire broke during a transurethral ureterolithotripsy procedure. The device was used to remove a 3mm stone. A second stone was able to be removed and the issue was discovered. The procedure was completed by using another same-type device. The complaint device was inspected prior to use to ensure no damage had occurred. The basket was tested in the uncoiled position prior to use and functioned properly. A laser was not used while the basket was used. No part of the device separated. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.